Manufacturer narrative:
(B)(4): unk devices of multiple part/lot numbers were implanted during the procedure including: part: 876-313 / lot: unknown (x4) products from multiple manufacturers were implanted during the procedure. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at level c6-c7. The following post-operative event was reported: post op visit date-2004/04/09 ae onset date: 2004/04/01 ae description: c/o unresolved neck pain medication: yes other treatment: CT myelogram additional treatment: CT myelogram on 4/6/04demonstrated a prominent c5-6 ventral external impression and c5-6 spurs c6-7 spur / bulge complex with thecal sac encroachment and cord deformity description: no neurosurgical intervention at this time post op visit date-2005/04/08 treatment: no ae outcome: resolved.